Event description:
There was an allegation of a questionable elecsys ferritin result from the cobas e 801 analytical unit for one patient. The initial result was 359 ng/ml, and the repeat result was 45.7 ng/ml. The initial result was not reported outside of the laboratory. The customer noticed that the initial result did not cross into the system and was high compared to the patient's history, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer determined that the root cause was due to the sample being mislabeled. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.